Event description:
It was reported by the rep that the (5) prr35 were used during a varicose vein ligation procedure. It was reported that the leg skin incision was closed with the prr35 and the surgeon wiped off the wound with a wet lap sponge; this caused the staples to come out of the wound. The surgeon noticed that the staples were not fully closed on one of the legs. The dr used a second device, third device and a fourth device and this happened again. The case was completed with a prr35 and there was no consequence to the pt.